Manufacturer narrative:
.

Event description:
It was reported that two days following a refill the patient was found "barely breathing". The patient was hospitalized. When the patient woke up, she was paralyzed from the neck down. Since that time, she has regained control of her upper extremities but could not move her legs. The report indicated that the patient had used morphine in her pump "for quite a while and doing well". It was decided to try a mixture of morphine, baclofen and clonidine (concentration and dosages were not reported) and following this first refill, the patient experienced a coma or passed out due to an overdose or side effects. The hcp (health care professional) feels the patient may have transverse myelitis. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.